Event description:
The customer reported that during an rf ablation procedure, the alarm of the grounding pad was displayed. Additionally, the customer reported an error was displayed on the temperature window. The case was suspended without harm to the pt.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.